Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the pump battery cap initially could not be removed from the pump. When the battery cap was eventually removed, a crack was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was confirmed to be cracked. A battery cap was not returned with the pump. A test cap was used to complete investigation. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.